Event description:
The customer stated that she was hospitalized two years ago for low blood glucose levels then went off insulin pump therapy. The customer did not report the date of the event or the blood glucose reading. No further information was provided. The customer asked to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.